Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During preparation for use for a cardiopulmonary bypass procedure, the auxillary lamp was allowed to be placed in close proximity to the oxygenator holder clamp knob, resulting in melting and burning of the knob. There was no adverse consequence to a patient or user as a result of this event.